Manufacturer narrative:
Reference record (B)(4). Catalog number 062945-001 is the international list number which meets the requirements of the similar product which is the us list number. The device involved in the event was not returned, therefore a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017 patient from (B)(6) underwent a replacement procedure for percutaneous endoscopic gastrostomy (peg) tube placement. On an unknown date after abdominal tac (total appearance capture) and gastroscopy, the doctors has referred incarceration of the internal bumper in the gastric mucosa. In the future the patient will be hospitalized for removal of the internal bumper.